Manufacturer narrative:
The following fields were updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 31-mar-2023. H6: investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. The 5 customer samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. The samples were draw tested with all weights being within specification limits. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes caps keep coming off the tubes after recapping. No patient impact or blood exposure was reported. The following information was provided by the initial reporter: customer reports a caps coming off the tubes for cat 367960 lot 2347092.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes caps keep coming off the tubes after recapping. No patient impact or blood exposure was reported. The following information was provided by the initial reporter: customer reports a caps coming off the tubes for cat 367960 lot 2347092.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.